Event description:
It was reported that the pump touch screen was unresponsive and cracked. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.